Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, the device "has been shedding during procedures leaving cotton fibers in the surgical field. This product is used in nasal and airway cases". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer's information for use, established that the "neurosponges are intended to be used in the protection of tissue during surgical procedures; tissues include the brain and other central nervous system tissues by providing moisture and absorbing fluids". The complaint indicates, "this product is used in nasal and airway cases." There was limited information reported regarding how the neurological sponge was used in the nasal, such as, how long it had been left inside the nasal. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during use on a patient, the device "has been shedding during procedures leaving cotton fibers in the surgical field. This product is used in nasal and airway cases". No patient harm or injury. The patient status is reported as "fine".